Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be interrogated. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this device had been previously explanted and was no longer in service. The device in question was a competitive device.